Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, non-sustained ventricular oversensing due to post-paced t-wave oversensing was observed. Programming changes were made. There were no adverse consequences to the patient.